Event description:
Related manufacturer reference number: 1627487-2019-04426.

Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 3186, scs lead; therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2019-04426. It was reported surgical intervention may take place to explant and replace the leads. The reason is unknown.